Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-01633. It was reported that patient was seen in the emergency room (ER) on (B)(6) 2018 with uncomfortable stimulation and tingling in his right lower extremity, after scs trial procedure. As a result, the stimulation was turned off. Patient was treated with caffeine and intravenous fluids in the ER. Uncomfortable stimulation resolved quickly after the treatment. Issue was resolved.